Event description:
Customer reported that pump delivered 100ml in 2 hrs when it was programmed to deliver 6ml/hr. No pt adverse event occurred, according to head nurse in post anesthesia recovery (par). Pt was seen by the anesthesiologist, who could find no programming errors on the pump. Pt was transferred from par to acute care per normal protocol.